Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s insulin on the ilet began depleting faster than expected, decreasing from roughly 36 hours per cartridge to under 24 hours over the past few weeks, with total daily dose observed around 65¿70 units and no noted leakage with a reported blood glucose of 250 mg/dl. The user reported responding to an insulin low alert and may have been confusing it with a set expiration alert, and education was provided to review the full supply change process and to call during the next change for support. No adverse clinical symptoms associated with hyperglycemia reported and returning to target range. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.